Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2 and e3. Additional information added to fields: d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material adhered to the device was possibly not removed because reprocessing could not be conducted properly due to leakage from the scope cover. It was also noted that the foreign material in the suction cylinder was probably a clip valve has been sucked in but the foreign material in the nozzle could not be identified. The event can be detected and/or prevented by following the instructions for use which state: -detection method: cf-ez1500dl/I operation manual chapter 3, "preparation and inspection". -preventative measures: cf-ez1500dl/I reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.